Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient advocate contacted boston scientific's technical services (ts) on march 14, 2017 to report that this patient died on (B)(6) 2017. The device was implanted on (B)(6) 2016. The patient advocate informed ts that the cause of death was due to natural causes. The patient advocate was informed to recycle the communicator. The patient advocate did comment that the pacemaker "did work and then did not". No further elaboration was noted. Boston scientific received information from the local representative that no further information was available at this time. It is unknown if the device had been explanted post-mortem. To date, the device has not been returned to boston scientific.